Event description:
Clinical notification received for revision due to osteolysis and aseptic loosening. Treatment: revision; head, liner and cup were revised. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).